Event description:
It was reported that pco2 results are elevated with a bd a-line¿. The following information was provided by the initial reporter, translated from portuguese to english: after the start of the use of our a-line syringe he observed that the results of pco2 are altered (elevated). Additionally, on the bd sales consultant provided the following additional information: after talking to the sector of the ICU-neo, it was observed that they were using it to collect a smaller amount of blood than indicated by the manufacturer. The problem was solved and adjusted, we appreciate the feedback.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. From following up with the customer: there was an unconfirmed suspicion of a change in co². After talking to the sector of the ICU-neo, it was observed that they were using it to collect a smaller amount of blood than indicated by the manufacturer. The problem was solved and adjusted. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that pco2 results are elevated with a bd a-line¿. The following information was provided by the initial reporter, translated from (B)(6) to english: after the start of the use of our a-line syringe he observed that the results of pco2 are altered (elevated). Additionally, on the bd sales consultant provided the following additional information: after talking to the sector of the ICU-neo, it was observed that they were using it to collect a smaller amount of blood than indicated by the manufacturer. The problem was solved and adjusted, we appreciate the feedback.